Event description:
It was reported that out of range hv lead impedance and loss of capture were observed. During the extraction procedure, the physician noted that the lead was adhered onto the myocardium and upon removal of the lead, cardiac tamponade was observed. Pericardiocentesis was performed and patient remained stable throughout the procedure. The patient later expired while in the recovery room due to complications from extraction. No additional information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.